Event description:
On (B)(6) 2013, batch use phone (B)(6) to be returned: 1 used empty quickset 9 mm that was placed in pump (B)(4) when pumpuser passed away. Nothing unusual observed for infusion set. For additional information please see por for (B)(4) por for reservoir (B)(4). (B)(6).

Manufacturer narrative:
The death took place in (B)(6). No investigation can be performed since no device is returned to unomedical (B)(4) and no lot number is provided. There is no clear reason for cause of death, however further information is requested by distributor. This case is closed due to missing information, however if relevant information becomes available, further actions will be taken.